Event description:
Reported due to device breakage requiring intervention. The physician attempted an arteriotomy closure with a perclose proglide device following an interventional procedure. The procedure was performed via the right common femoral artery. Fluroroscopy was done prior to the procedure and the condition of the vessel was not reported. The device was inserted without difficulty. Just before the needles were deployed, a "snap sound was heard, like a popping sound." A wire was inserted and the device was removed leaving a portion of the device in the pt. What remained in the pt was the "portion of the device one inch past the metal." A snare was used to remove the device in its entirety. Angioseal and femostop were used to achieve hemostasis. The pt did not experience any adverse reactions and was discharged the next day, as scheduled, in good condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been rec'd.